Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the ccu had loss of image during a surgery. Additional information confirmed that the procedure was completed successfully with no adverse consequences or medical intervention.